Event description:
Pieces of cotton broke off inside me- vagina [foreign body in reproductive tract] pieces of cotton broke off inside me - tampon [device breakage] case narrative: consumer reported via email that a large piece of tampon broke off inside of her. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.